Event description:
Caller reported a malfunction on the pump, which did not result in the customer's blood glucose level exceeding a critical threshold, indicating no adverse impact. Technical support provided instructions for resetting the malfunction code, identified as malf 16, and assisted the caller with the process. The issue did not recur after resetting, and the customer was advised to continue using the pump and to call back if the malfunction code reappears. Caller acknowledged and understood the instructions provided.